Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported that after a procedure, the spd staff was unable to get the inserter apart for cleaning. The pin was stuck. Upon impacting the inserter, the pin broke off. There was no patient involvement when the pin broke off.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).